Event description:
It was reported that thrombosis occurred. A procedure was being performed with a watchman truseal access system. A large, non-mobile thrombus was identified by transesophageal echo (tee) sitting at the distal tip of the access system, just proximal to the face of the device a few minutes after contrast injection to visualize the device. First activated clotting time (act) drawn was 154 seconds and more heparin was given. Shortly after the thrombus was seen, the physician aspirated the thrombus and then released the device when release criteria was satisfied. No thrombus was visualized after aspiration. The patient was extubated and stroke assessment was completed.